Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station failed to power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to power up. A field service engineer (fse) determined that a drawer on the main was causing the issue. After opening the electronics drawer and unplugging the bus cable for the drawers connected to the main, the station powered on. The fse reseated the bus cable, opened the back panel, and unplugged each drawer, reseating them one by one and powering on the station until the faulty component was identified. Drawer 5, a full height cubie drawer, was confirmed to be the source of the problem. The drawer board and retractor band were replaced, and the drawer was successfully tested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.